Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup.an evaluation of the device cannot be performed as the device was discarded at the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that the patient was infected two weeks post op. Patient has an immune deficiency and became infected. Surgeon did an I&d washout to prevent any issues. Took out cup to washout and seemed a little loose.